Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device data has been sent to boston scientific technical services (ts) for review. Additional information indicated review of device data by ts confirmed the battery is depleting faster than expected. It was noted this patient was implanted with their s-ICD in their home country and may travel back there for the replacement procedure. For now, the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device data has been sent to boston scientific technical services (ts) for review. Additional information indicated review of device data by ts confirmed the battery is depleting faster than expected. It was noted this patient was implanted with their s-ICD in their home country and may travel back there for the replacement procedure. For now, the s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated this s-ICD was explanted and replaced back in the patient's home country (united kingdom) due to this previously declared bd code and premature battery depletion. No additional adverse patient effects were reported.